Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes. Patient described the rash as red, itchy and irritating. Patient reports the b01 garment was too tight. The distributor sent the patient larger garments. Patient reported over-the-counter creams did not improve the rash. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her it was ok to end use due to the irritation. Follow up indicated that the irritation has improved since not wearing the lifevest.